Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The caller reported that about 2 weeks ago the patient got very weak and was not feeling well after coming off of a medication. About 3 days ago, the caller said the patient's muscles intermittently were not working. The caller stated that the patient has paralysis of their extremities that comes and goes. The caller noted that one minute the patient can move their arms and legs, then that goes away and their face becomes stiff, then one arm and one leg. Yesterday morning the caller said the patient's muscles were locking up and they could not move any part of their body, so they called the ambulance and the patient was brought to the hospital. The caller stated that the hospital is not sure what is happening with the patient, nor is the physical therapist. The hospital was wondering if the patient's symptoms might be related to the dbs system, which is why the caller called patient services. The caller asked if the patient's symptoms could the be result of an implanted wire coming loose. Agent asked if the patient had a fall or trauma prior to this event, and the caller confirmed the patient fell a couple of times and hit their head before this issue occurred. After the patient fell and hit their head, the caller said the patient had a cat scan showed that everything was perfectly normal. Agent reviewed adverse events with the caller and redirected them to the patient's healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.